Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low amplitude and oversensing on the right ventricular channel. X-rays were performed which were inconclusive. Lead dislodgement is suspected; however, it has not been confirmed. Additionally, it was observed that low amplitude was present on the left ventricular channel and the automatic threshold was suspected on this channel. It was clarified that the left ventricular lead was implanted on the left bundle branch. Further evaluation of the patient and troubleshooting options were discussed. This device remains in service. No adverse patient effects were reported.